Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the field representative corrected a registration for a patient and while attempting to add the patient into the remote monitoring network, an error message appeared stating that the device serial number belonged to an alternative patient. The alternative patient was enrolled with the device serial number desired to add for the patient. The representative was advised to edit the device serial number in the alternative patient profile to correct the action; however, the representative didn't have the correct device serial number for editing the patient serial number. The representative will locate the serial number and perform the action. The network remains in use. There was no patient involvement.